Event description:
It was reported that the pt underwent a sling procedure. During the procedure, the mesh did not disconnect from the inserter and "the mesh slipped". The device was removed from the pt and another type of sling device was pulled and used to successfully complete the procedure.

Manufacturer narrative:
H-6 conclusion code: no conclusion can be drawn at this time.